Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the unexpected delivery of a ventricular tachyarrythmia therapy and the rv lead integrity alert triggered. It was noted a rv lead integrity alert (lia) warning occurred for increased sic count and 2 or more ventricular tachycardia (vt) non-sustained (ns) episodes <(><<)>220 ms on (B)(6) 2015, the rv pace lead impedance was greater than 4047 ohms on (B)(6) 2015 and the sic went up to 6944 (within 2 days) along with vt-ns and ventricular fibrillation (vf) episodes and evidence of oversensing along with unexpected shock on (B)(6) 2015. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient received multiple inappropriate shocks and the right ventricular (rv) lead exhibited high pacing impedance and a suspected lead fracture. The rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.